Event description:
This rv lead was implanted on (B)(6)2001 and remains implanted at this time. A call was placed to technical services on (B)(6)2017 for possible off label use. The physician was dr.(B)(6) at (B)(6)medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).